Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic, pelvic/abdominal pain') in a 37-year-old female patient who had essure (batch no. 740658) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida (2 normal full term pregnancy and delivery). Concurrent conditions included nausea, vomiting and adenomyosis. Concomitant products included atropine sulfate (atropine sulphate), ketorolac and ketorolac tromethamine (toradol). On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). In (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmennorhea (cramping)."). On (B)(6)2012, the patient experienced migraine ("migraine / migraines / headaches"), 1 year 1 month after insertion of essure. In (B)(6)2012, the patient was found to have weight increased ("weight gain") and experienced fatigue ("fatigue,") and alopecia ("hair loss"). In (B)(6)2013, the patient experienced mood altered ("hormonal changes / moody"), menstruation irregular ("irregular periods") and mood swings ("mood swings"). In (B)(6)2013, the patient experienced vaginal discharge ("bladder/urinary problems: vaginal discharge"). In (B)(6)2014, the patient experienced eczema ("eczema"). On an unknown date, the patient experienced abdominal pain ("chronic, pelvic/abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity."), vaginal haemorrhage ("abnormal bleeding (vaginal)"), irritability ("irritability"), arthralgia ("joint pain"), rash ("rashes"), disturbance in attention ("lack of concentration"), ovarian cyst ("ovarian cyst") and feeling abnormal ("brain fog"). The patient was treated with surgery (bilateral salpingectomy and partial hysterectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, weight increased, dysmenorrhoea, abdominal pain, menorrhagia, hypersensitivity, vaginal discharge, mood altered, migraine, fatigue, alopecia, menstruation irregular, genital haemorrhage, vaginal haemorrhage, mood swings, eczema, irritability, arthralgia, rash, disturbance in attention, ovarian cyst and feeling abnormal had resolved. The reporter considered abdominal pain, alopecia, arthralgia, disturbance in attention, dysmenorrhoea, eczema, fatigue, feeling abnormal, genital haemorrhage, hypersensitivity, irritability, menorrhagia, menstruation irregular, migraine, mood altered, mood swings, ovarian cyst, pelvic pain, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted date of birth: 03oct1974, 02oct1974. Insertion date discrepancy: (B)(6)2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2016: total bilateral occlusion. Lot number: 740658 manufacturing date: 2010/05 expiration date: 2013/05 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 30-jan-2020: pfs received: events: moody, irregular periods, abnormal bleeding (general), abnormal bleeding (vaginal), mood swings, eczema, joint pain, rashes, lack of concentration, brain fog, ovarian cysts were added. Event onset date, reporter, demographic conditions, lab data were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic, pelvic/abdominal pain') in an adult female patient who had essure (batch no. 740658) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida (2 normal full term pregnancy and delivery). (B)(6) 2011: essure confirmation test:bilateral occlusion. Concurrent conditions included nausea, vomiting and adenomyosis. Concomitant products included atropine sulfate (atropine sulphate), ketorolac and ketorolac tromethamine (toradol). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)."), abdominal pain ("chronic, pelvic/abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity."), vaginal discharge ("bladder/urinary problems: vaginal discharge"), migraine ("migraine,"), fatigue ("fatigue,") and alopecia ("hair loss") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (bilateral salpingectomy and partial hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, weight increased, dysmenorrhoea, abdominal pain, menorrhagia, hypersensitivity, vaginal discharge, hormone level abnormal, migraine, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, fatigue, hormone level abnormal, hypersensitivity, menorrhagia, migraine, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy noted date of birth: 03oct1974, 02oct1974. Lot number: 740658 manufacturing date: 2010/05 expiration date: 2013/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-oct-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic, pelvic/abdominal pain') in an adult female patient who had essure (batch no. 740658) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy (2 normal full term pregnancy and delivery). *(B)(6) 2011: essure confirmation test:bilateral occlusion. Concurrent conditions included nausea, vomiting and adenomyosis. Concomitant products included atropine sulfate (atropine sulphate), ketorolac and ketorolac tromethamine (toradol). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)."), abdominal pain ("chronic, pelvic/abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity."), vaginal discharge ("bladder/urinary problems: vaginal discharge"), migraine ("migraine,"), fatigue ("fatigue,") and alopecia ("hair loss") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (bilateral salpingectomy and partial hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, weight increased, dysmenorrhoea, abdominal pain, menorrhagia, hypersensitivity, vaginal discharge, hormone level abnormal, migraine, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, fatigue, hormone level abnormal, hypersensitivity, menorrhagia, migraine, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy noted date of birth: (B)(6) 1974. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: pfs received reporter information, lot no was added. Medical history, concomitant drugs and lab test was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic, pelvic/abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *(B)(6) 2011: essure confirmation test: bilateral occlusion. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)."), abdominal pain ("chronic, pelvic/abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity."), vaginal discharge ("bladder/urinary problems: vaginal discharge"), migraine ("migraine,"), fatigue ("fatigue,") and alopecia ("hair loss") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (bilateral salpingectomy and partial hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, weight increased, dysmenorrhoea, abdominal pain, menorrhagia, hypersensitivity, vaginal discharge, hormone level abnormal, migraine, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, fatigue, hormone level abnormal, hypersensitivity, menorrhagia, migraine, pelvic pain, vaginal discharge and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: event injury was replaced by hormonal changes, migraine, fatigue, hair loss, weight gain, bladder/urinary problems: vaginal discharge, hypersensitivity, menorrhagia (heavy menstrual bleeding), pain: chronic, pelvic/abdominal, dysmenorrhea (cramping) added. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.